Event description:
Pt took legal contact lens prescription to hubble, who filled illegally. Proper cl parameters and brand were not followed. Unsure if pt even got correct prescription. This has caused irritation to the left eye. FDA safety report ID # (B)(4).